Manufacturer narrative:
It was reported from the site that the patient went into cardiogenic shock post pump exchange on (B)(6) 2017, secondary to bacteremia. During pump exchange the case also involved extraction of an infected pacemaker lead. General bacteremia with known infected pacemaker lead in the heart, uncertain if this seeded to pump. It was stated that the patient made so not resuscitate (dnr) per family request. No additional information is available. Pump (B)(4) was returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. Based on the investigation conducted, there is no evidence of a malfunction that could have prevented the pump from performing as intended. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Clinical factors that may have contributed are multifactorial and may be attributed to recent pump exchange, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state. The root cause of the incident may be attributed to the seeding of infection caused by the pacemaker leads, which could have also attributed to the thrombus formation. This is one of two reports (3007042319-2017-00943 and 3007042319-2017-01305) submitted for the same patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical site that the patient received a pump exchange on (B)(6) 2017 from due to infection. No additional information available.